Manufacturer narrative:
E. (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Autofill failure and iab disconnected alarms were present.